Event description:
Pentax medical was made aware on 02-jul-2021 of a report which occurred in the operating room before use in the emea region. The reported complaint was for "poor light quality", involving pentax medical video colonoscope model ec38-i10nf, serial number (B)(4). The issue was identified before use in the operating room and there was no serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. Service inspection discovered that the issue was related to a stuffing error during the last repair. Service inspection found out the lcb (light control bundle) is broken (50/70%).

Manufacturer narrative:
Import for export. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.